Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that patient anatomy (large flail gap and width) resulted in the reported clip movement and ultimately resulted in the reported single leaflet device attachment (slda). The reported mitral regurgitation (mr) is likely due to the reported clip movement and slda. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement, single leaflet device attachment (slda) and recurrent mitral regurgitation, requiring intervention. It was reported that the initial mitraclip procedure was performed on 04/03/2019, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to trace. On (B)(6) 2019, it was found that the mr increased to 1-2. On (B)(6) 2019, the mr increased to 3-4, it was observed that the clip had partially detached from the posterior leaflet. A few days later, it was observed that the clip completely detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient remained hospitalized. The physician stated the slda was due to a large flail gap and width. On (B)(6) 2019, a second mitral clip procedure was performed. Two additional clips were deployed to stabilize the slda, reducing the mr to trace. No additional information was provided.